Event description:
Additional information from the healthcare provider stated the cause of the event was unknown and believed to be positional. It was also stated the event was resolved and the patient did not require hospitalization. The patient¿s outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been getting intermittent shocking sensations throughout the lower half of his body for the week previous. The patient still got shocked even when the amplitude was turned down and the device turned off. No fall, etc. Was related to the onset of the shocking sensations. An impedance test yielded values all within normal range (1000-2500 ohms). An x-ray was conducted and the patient's physician determined that the left lead was "a little far to [the] left and could be stimulating [the patient's] nerve roots and creating shocking". It was determined that only electrodes #9-13 gave comfortable paresthesia without "getting into" the patient's stomach, ribs, or resulting in shocking. The patient's system was reprogrammed with 3 new groups using these electrodes. It was determined that if the patient had any additional issues with his device, he would contact the manufacturer again.

Manufacturer narrative:
Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).